Manufacturer narrative:
The insulin pump failed the displacement test and alarmed during the rewind due to a motor encoder signal out of phase. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube window, cracked reservoir tube, cracked case near the display window corners and a stained address and serial number label were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer had an MRI and forgot to remove insulin pump. Customer received a motion sensor test failure alarm and also received a motor error alarm. Customer's blood glucose was 300 mg/dl, which was treated with manual injection. Displacement test could not be performed due to alarms. Insulin pump would need to be replaced. No further information provided.